Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received a no response from the button of the keypad. It is reported that there was a blank display screen on the pump. Troubleshooting was performed but the customer was not received any alarm stuck button. No harm requiring medical intervention was reported. It was unknown whether the customer will discontinue pump use and revert to a backup plan. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. On 12/06/2022 the customer reported that the pump stopped working and unresponsive keypad buttons. Pump was received with a loose retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to the loose retainer ring. Unable to perform the displacement test due to the loose retainer ring. The following were noted during visual inspection: broken reservoir tube lip, partially missing retainer ring, missing reservoir tube lip o-ring, cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, another crack in the case running horizontally across the battery tube about where the bottom of the battery compartment is located, faded serial number label, cracked middle (enter) keypad button, keypad overlay scratched along the edges, scratched case. After battery installation, a blank display was noted. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Unable to confirm/not confirm unresponsive keypad buttons due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. There is a crack, however, at the bottom of the plastic which houses the battery compartment. The copper sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. The boards were taken out of the case and inserted into a known good case. The unit was then able to boot up normally. The software version was then able to be obtained.in summary, the customer¿s report that the pump stopped working was confirmed and that of unresponsive keypad buttons was unable to be confirmed. The blank display is due to the lack of contact between the battery cap contacts and the battery sleeve. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.